Event description:
Procedure: right inguinal hernia repair. Reportedly, during the operation, the surgeon used a mesh to repair the hernia. The mesh was fixed into place with an "origin tacker". Following surgery the pt complained repeatedly that they still had the lump from the hernia and continued to have pain and discomfort. The pt was advised to take hot showers and tylenol. The pt took the advice, but the pain, discomfort and the lump did not go away. In 2000 the pt sought a second opinion. Days later another surgeon proceeded to remove 2 loose tacks from the pt's testicles and hard mesh from the pt's abdomen. Another tack was loose and was removed because it was too close to the (spermatic) cord.